Event description:
I felt like I was having a heart attack. Severe pain on left breast. When to ER and they found nothing. Followed up with cardiologist and had every test possible for my heart. Found nothing. Then went to obgyn for night sweats severe, no energy. She put me on hormones they didn't work. Went to my endocrinologist, he did bloodwork. Bloodwork was all good. Pain in muscle / joints are severe. Feel like I have the flu everyday. Multiple symptoms. FDA safety report ID# (B)(4).